Event description:
Customer reported that she had high blood glucose. Customer went to the emergency room and was hospitalized. The blood glucose reading was 600 mg/dl at the time of emergency room visit. Customer stated that her infusion set needle hit the capillary at the time of insertion and the insulin was blocked. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.